Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, there was difficulty inserting the right ventricular lead into the header port of the pulse generator. The lead was able to be inserted and the system was successfully implanted.